Event description:
It was reported that during a biliary drainage procedure, guide wire removal difficulties occurred. An st/035/145 amplatz super stiff guidewire was advanced through a drain and upon removal of the amplatz wire, resistance was felt and the device became stuck. The physician ran a sheath over the wire and was able to remove the device from the patient. Once the wire was outside the patient it was noted that the tip of the wire had unraveled. The procedure was completed with this device and no patient complications were reported and the patient¿s current condition is stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).